Event description:
On (B)(6) 2018, while speaking with a patient (pt) about a current event, medical documentation that the pt provided revealed a corneal ulcer, possible ¿fungal¿ infection in the od. Medical records from eye care provider (ecp) visit on (B)(6) 2017: additional comments: ¿in the past (10 years ago) I had a fungal infection od due to my contact lens solution. Had daily scraping at pts ecp office¿. Slit lamp exam: od corneal scar superiorly 3 mm irregular shape, minimal thinning and edema within stroma tr centrally. Od severity of corneal scar/opacity: moderate. It was noted that pt has a ¿history of severe corneal ulcer od (? Fungal) - no evidence of infection at that time¿. A call was placed to the pt requesting additional information. On (B)(6) 2018, the pt was contacted and stated that the event happened 14-15 years ago when a ¿solution scare occurred¿. The pt was unable to provide the name of the treating ecp, but stated the ecp at that time would try to ¿save¿ the eye. The pt was unsure if acuvue brand lenses were being worn at the time of the event. On (B)(6) 2018, the pt was contacted and stated that the ¿infection was due to the solution that was not related to lenses¿. No additional information was provided. No additional information was received. This od event is being submitted as a worst-case event as it is unknown what contact lens brand the pt wore at the time of the event. If additional information is received, will report within 30 days of receipt. (B)(4).